Event description:
It was reported that four hours into perfusion, an air bubble was noted in the hepatic artery tubing. Clinical support was contacted and troubleshooting was performed. The tubing was clamped and deaired. It was observed that the oxygenator was saturated with air at this time. Through troubleshooting, the source of the air was determined to be the inferior vena cava. The cannulating surgeon came in and rechecked all the ties and placed clips on the vessels that were already tied. The air bubbles went away but returned within minutes. Another attempt was made to ensure that the inferior vena cava was blood and airtight. This attempt was successful in correcting the air entry. Following perfusion, the liver was declined for transplant due as the liver started to look splotchy in the right lobe.

Manufacturer narrative:
A DHR review was performed on the lot. No deviations from the established process were identified. The perfusion data from the event was reviewed and no anomalies were noted, the system operated as expected. The associated device was also serviced after the event and all inspections were passed. Correction: the original submission incorrectly listed the manufacturer report number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer report is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.